Event description:
It was reported that a patient experienced acute myocardial infarction coincident with peritoneal dialysis therapy, and the patient subsequently passed away. The patient was hospitalized for an acute myocardial infarction manifested by progressive deterioration of general condition. The cause of the event was unknown. The patient was treated with inotropic support and placed on a ventilator. Three days after the event onset, the patient died. The cause of death was reported as myocardial infarction; however, it was unknown if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.